Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited difficulties to interrogate. The last successful transmission occurred several months prior, although the communicator was able to connect. Technical services (ts) performed troubleshooting, including verification of device and communicator information and assessment for potential radiofrequency (rf) interference; however, the issue persisted. The patient was referred to the clinic to verify rf settings within the implanted device. No adverse patient effects were reported. This crt-p remains in service.